Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: runthrough floppy. (B)(4) - re-insertion. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a radial artery access approach during a non-tortuous, moderately calcified, 90% stenosed, de novo, mid circumflex artery after the non-abbott guide wire was positioned and pre-dilatation with a 2.0 x 15 mm balloon dilatation catheter (bdc) the 2.25 x 18 mm xience prime stent delivery system (sds) was advanced several times but failed to cross the lesion due to the lesion morphology. The sds was removed and the shaft was noted to be partially separated. Outside the anatomy during examination the sds shaft separated. A 2.25 x 18 mm non-abbott sds was advanced but also could not cross the lesion. A 2.0 x 15 mm non-compliant bdc was used for additional dilatation and the 2.25 x 18 mm sds was advanced and successfully implanted without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.